Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Reported rec'd from japan stating that the device was frozen. Device was not used in surgery. It is unk if injury or medical intervention occurred. There was no add'l info provided.